Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that about a week ago (around on (B)(6) 2025) the patient checked their settings and saw that their program was maxed out and that they couldn't increase their stimulation past 1.4 ma. The patient stated they noticed the maximum settings shortly after the day they had a recent appointment with their nurse practitioner (np). The patient stated they thought the therapy was still working for their symptoms at the time they first saw the maximum settings, however, and it wasn't until the last couple of days when they noticed they were getting up 6 times last night/going to the bathroom every hour and they didn't think the therapy was working for their symptoms any longer. The patient mentioned they had fallen off a ladder on their back on that same day they saw the maximum settings and the patient was advised that a fall could sometimes lead to a maximum settings message, however, the patient insisted they had fallen after they saw the maximum settings message. The patient denied any other falls or traumas that could have led to the issue. The meaning of the message was reviewed with the patient and the patient was offered assistance with switching to a new program to see if that resolved the issue. The patient was also redirected to follow up with their managing healthcare provider (hcp) to check the implanted system. The patient stated they called their hcp, and their hcp told them to call [the manufacturer]. The roles of the manufacturer and the manufacturer representative (rep) were reviewed with the patient and they were again redirected to follow up with their hcp to further address the issue and to request a rep to come to the office to check the device/therapy. The patient stated they had their rep's number so they would call the rep first and then call the hcp. On 2025-feb-04, additional information was received from the patient. They called back and repeated information previously noted. The patient stat ed they left a message for their manufacturer representative (rep) yesterday morning and hadn't heard back. The patient was redirected to their hcp for the maximum settings message. On 2025-may-19, additional information was received from the patient. Patient mentioned having a fall on (B)(6) and fell on their back and smashed their previous implant.